Manufacturer narrative:
No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches, or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
Contact reported that three screws were discovered to be broken during a revision surgery to extend the spinal construct after the patient failed to fuse. Patient had a non-union. The broken screws were removed. As surgical intervention occurred an MDR is being filed to document this event.